Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in china, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve, during deployment of the valve, contrast agent was noted to have leaked from the delivery system balloon and as a result, the valve was only 75% expanded. A second commander delivery system was prepped and used to fully expand the valve. The procedure was successful, and the patient was safely discharged.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the imagery revealed there was blood that appeared to be inside the commander delivery system balloon, indicating there was a leak. There was calcification present at the native aortic valve. There was also calcification present in the access vessels and abdominal aorta. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the delivery system balloon leak was confirmed based on evaluation of the provided imagery. As the device was not returned for evaluation, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, during deployment of the valve, contrast agent was noted to have leaked from the delivery system balloon and as a result, the valve was only 75% expanded. Per evaluation of the provided imagery, blood was observed inside the delivery system balloon, which could be indicative for a balloon leak. As there were no abnormalities or leakage observed on the delivery system during device preparation and de-airing, it is likely that the leak was caused during the procedure. Also, the provided imagery indicated the presence of calcification within the patient's anatomy. Calcification along the patient anatomy can create sharp nodules which can puncture and compromise the structure of the balloon wall leading to leakage during inflation. It is possible that the balloon may have become damaged during tracking due to interaction with calcium in the patient's vasculature, which subsequently resulted in the reported balloon leakage. In this case, although a definitive root cause was unable to be determined at this time, the available information suggests that patient factors (calcification) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.